Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat experienced probe breakage. The issue occurred during a therapeutic sigma resection procedure. There were no reports of delays. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information was received by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h3, and h6. The device was not returned to olympus for inspection, to the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.